Event description:
Received a bbl from vixen plastic surgery performed by (B)(6). With j-plasma procedure. That night, hemorrhaging and admission to hospital ICU for 6 days ultimately received blood transfusion. Numerous attempts to contact (B)(6) and (B)(6) regarding injury and neither (B)(6) nor (B)(6) replied. FDA safety report ID# (B)(4).